Manufacturer narrative:
Per the nursing staff, the patient was agitated while coming out of anesthesia, thrashing significantly. It is theorized that the agitated movement immediately after implant likely dislodged the lead, allowing it to further migrate and cause the pain symptoms reported, ultimately requiring surgical intervention to correct. There is no indication of any system or component failure or malfunction and no evidence of misuse, however the symptoms reported by the patient are considered serious enough that the firm is submitting an MDR out of caution to assure full transparency.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2025 to treat neck pain. The implantable pulse generator (ipg) was placed in the posterior shoulder area with the leads targeting the cervical and medial branch nerves. After implanting the system the patient noted onset of headaches and eye pain. Xray imaging and evaluation by the implanting physician concluded that the left side lead had migrated after implant and the patient was experiencing referral pattern from the c2 area. The system was programmed to not use the left lead and symptoms improved but did not completely resolve. On (B)(6) 2025 the left lead was completely removed. The right lead and ipg remain implanted and in use with no further issues having been reported.